Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #30 of the patient¿s mouth, a local infection was observed. At the time of the event pain, bleeding, inflammation, and an abscess was observed. Primary stability and osseointegration were reported to have been achieved. The implant was reported to have been covered in bone and the patient's bone quality was type ii. The device will be forwarded to the manufacturer for investigation. No operative or post-operative.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #30 of the patient¿s mouth, a local infection was observed. At the time of the event pain, bleeding, inflammation, and an abscess was observed. Primary stability and osseointegration were reported to have been achieved. The implant was reported to have been covered in bone and the patient's bone quality was type ii. . The device will be forwarded to the manufacturer for investigation. No operative or post-oper.